Event description:
It was reported that video laryngoscope turned off again during intubation. Inother words, the screen went completely off. Turned back on by itself. This is thesame laryngoscope that had previously had this same problem. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).